Event description:
Event: the contralateral attachment system deployed prematurely. Event narrative: during positioning of the contralateral limb in the left iliac artery, the contralateral capsule caught on an existing iliac stent. The contralateral attachment system prematurely deployed. A wallgraft was placed in the iliac artery to achieve a seal. Graft was successfully implanted.